Event description:
It was reported that the patient experienced nausea and was "tighter". Interrogation revealed a motor stall had occurred in 2008 at 0718. No recovery was noted. There was no MRI or emi exposure. A therapeutic bolus of 25 mcg was programmed and the pump was updated, but the patient didn't show a response to the bolus. The pump was again interrogated and no stall recovery was noted. The patient was admitted to the hospital and managed until the pump was replaced. No rotor or catheter dye study was performed. The patient recovered without sequela. The patient's pump contained lioresal 2000 mcg/ml at a dose of 620 mcg/day.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.